Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunctions worn adhesive around the objective lens and the damaged instrument channel, resulting in the forceps not passing smoothly was traced to component failure. However, probable cause for fibrous foreign materials found at the distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had worn adhesive around the objective lens, the instrument channel was damaged causing the forceps to not pass smoothly, and fibrous foreign materials were found at the distal end. There was no patient involvement.